Event description:
Per the clinic, it was reported that the patient underwent revision surgery under general anesthesia on (B)(6), 2023, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.